Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a screen issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse verified that the display had 3 quarter size black spots along the bottom half of the display. In order to fix the issue, the fse replaced the top display lcd. The fse then completed the pm. The unit was approved for clinical use. The failure analysis and testing(fat) department received the following part associated with this complaint: display top lcd. This part was received with a reported unit failure message of dots on display. Performed visual inspection of this part received and observed dots on display. Due to dots on display the failure analysis and testing department cannot conduct further investigation for this part as it could harm the test fixture. Display top lcd failed testing. Sending display top lcd to the supplier for failure analysis as per procedure.

Event description:
N/a.